Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the j22 connector on the processor pca was damaged. There was no patient involvement.